Manufacturer narrative:
We received one used catheter/adapter unit for analysis on 01 may, 2007. The sample is currently being decontaminated. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.

Event description:
During removal of the catheter, the catheter broke off while indwelling. No harm to the patient.